Event description:
Per the audiologist, the patient has "poor healing abilities" and has had infection at the implant site. In late 2007, the patient had a debridement of the area. In 2008, the patient had an incision and drainage of an abscess. The patient is using her baha system. Additional information has been requested.

Manufacturer narrative:
Labeling: the type of event is addressed in the device labeling.